Manufacturer narrative:
The insulin pump was received motor error alarms during rewind due to corroded motorhome switch. Analysis was unable to perform basic occlusion, occlusion, prime/ compromised force sensor, excessive no delivery and displacement tests due to excessive motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor position encoder error alarm and no delivery alarm. The blood glucose at the time of the incident was 321 mg/dl. The customer states the pump was exposed to a high magnetic field during a cat scan. The drive support cap appears intact. However the customer is not able to rewind the pump. The device will be returned for analysis.